Event description:
It was reported that during a surgical procedure, it was noted that the bone cement leaked into the patients spinal canal. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product implanted in patient.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product implanted in patient.

Event description:
It was reported that during a surgical procedure, it was noted that the bone cement leaked into the patients spinal canal. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.